Manufacturer narrative:
Additional information indicated that the sapien 3 valve was explanted for bacterial endocarditis of the valve, caused by streptococcus viridans. The patient was in renal failure and given antibiotics, then emergently treated with a valve explant and replacement with a surgical valve. The patient was last seen on 03/14 in good health. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Reports of pve occurring greater than 60 days of implant (late), or within 60 days of implant (early) and with a known source of infection (e.g. Abscessed tooth, uti), are not be reportable. This supplemental MDR is to unreport the event, as the new information indicates the event is no longer MDR reportable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4).  Investigation is ongoing.

Event description:
As reported through implant patient registry (ipr), the 29mm sapien 3 valve was explanted seven months post implant in the aortic position. The reason for explant is known.

Manufacturer narrative:
Correction to g1 and g2. Supplemental report needed to correct reporting contact name and phone number.